Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13444. It was reported that the patient's right atrial lead was removed and replaced for an unknown reason. The patient's condition was unknown.

Event description:
Related manufacturer reference number: 2017865-2022-15111. New information received notes that the lead was capped and replaced on (B)(6) 2021.